Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One complete unused trima accel set was received for investigation in relation to a pressure test fail. The set was returned with the white sample bag pinch clamp and the white donor line pinch clamp in the closed position. The blue donor line clamp was in the open position and the yellow pas line clamp in the closed position. The sample bag was noted to be inflated on receipt of the set. There was evidence of damage to the sample bag sidewall pinch clamp. There were minor impressions on both sides of the component. The set was visually examined for any kinks, missing parts or misassembly and none were found. The air in the sample bag was removed and the set was loaded onto a trima device and put through the pressure test with clamps in the 'as-returned positions'. The set passed the pressure test and the sample bag did not inflate. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Event description:
The customer reported the disposable set failed the pressure test three times during setup on two different trima devices. Upon evaluation of the returned disposable set to terumo bct, it was found that the sample bag was inflated. No patient (donor) was connected at the time of the event, therefore, no patient information is known. EU personal data protection laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and corrected information in e.1 and e.3.

Event description:
Per the customer, the sample bag was not inflated with air dur the tubing set tests.